Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant and bridge were placed in (B)(6) site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports bruxism and pressure. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 months after the dental implant and bridge were placed in (B)(6) site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports bruxism and pressure. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)